Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for routine generator change out procedure. During the procedure, the physician experienced difficulty pulling the right ventricular lead from the old device. At that time loss of capture was observed. The physician quickly inserted the lead into the new generator and no capture was still observed. Transcutaneous pacing was delivered. The new generator was reprogrammed a few times but there was still no capture. There was several seconds of asystole noted. Upon inspecting the lead terminal, a break in insulation was observed. The lead was capped and replaced on (B)(6) 2018. Patient remained stable throughout the procedure.